Event description:
It was reported that (2) 512s were used during a lavh procedure. It was reported by the rep that the surgeon was performing his initial puncture with a 512s trocar. The surgeon thought he should have been through the peritoneum, but did not hear or feel the shield release. The surgeon continued insertion of another trocar 1-1 1/2" and still no audible or tactile feedback of the shield releasing. The surgeon removed the trocar to discover the shield never deployed as it should when it penetrates the peritoneum. The surgeon then checked for visualization and could see the omentum so he knew he was "in". The surgeon inserted the cannula and insufflate, and noticed there was a hematoma on the omentum. The surgeon checked for signs of bowel penetration but saw none. The surgeon then completed the procedure, irrigated thoroughly and re inspected the bowel area. No penetration was visible. Open another device to complete the case. The pt will be briefly in the hospital under routine post op observation.